Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the infusion pump displayed as cassette not attached when the cassette is attached during routine preventive maintenance inspection. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log indicated a high alarm: cassette not attached properly. A review of the past 12 months showed no prior service history. Visual inspection revealed a delaminated downstream occlusion (dso) seal. Functional testing confirmed that, although the cassette was attached, the device indicated it was not, as verified through the upstream occlusion (uso) sensor test. The uso sensor and dso seal were replaced. The probable cause was identified as a defective uso sensor. Following repair, the device successfully passed all functional testing.